Event description:
The lead was capped.

Manufacturer narrative:
The anomaly observed in the field was verified in the laboratory. The battery was prematurely depleted. The device's functionality was tested on automated test equip- ment and failures were found in the circuitry of the hybrid substrate. The failure mode was lost during testing and could not be reproduced.

Event description:
It was reported that the battery voltage was 2.30v after five months implant. Noise was observed on the leadless ECG channel but no noise was seen on the rv to coil and v sense amp channels. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.